Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported no change in sphb trend following a few boluses of fluids (purple line) and the sphb trend seems to be abnormally fixed / frozen. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage. The passed the power-on test and was able to obtain spo2, pulse rate, pi, sphb, spmet, and spco readings for one hour and measurements were made without errors. The device passed accuracy tests. The device was found to visually and audibly alarm during alarm conditions. Internal visual inspection was performed and no internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. Customer complaint was not duplicated. A review of customer trend data showed sphb measurement was used twice within the trend data timeframe. Both uses showed sphb value changes, however values are rounded to whole numbers due to precision being set to 1.0. Trend y-axis for on screen display can be adjusted by the user for desired visibility and increased scaling for better visibility of measurement changes. The customer also returned rc-12 patient cable along with the device. The cable was investigated and was found to be functioning as designed., corrected data: b3 date of event was corrected from (B)(6) 2001 to (B)(6) 2018. D11 concomitant medical products was corrected from root and rainbow adt/neo sensor to rainbow rc-12 cable.

Event description:
The customer reported no change in sphb trend following a few boluses of fluids (purple line) and the sphb trend seems to be abnormally fixed / frozen. No patient impact or consequences were reported.

Event description:
The customer reported no change in sphb trend following a few boluses of fluids (purple line) and the sphb trend seems to be abnormally fixed / frozen. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., , corrected data: brand name: was corrected from root to radical-7 handheld d2 common device name: was corrected from monitor, physiological, patient (without arrhythmia detection or alarms) to oximeter and product code: was corrected from mwi to dqa d4 model number: was corrected from 9515 to 25052 and catalog number: was corrected from 9515 to 9500.